Manufacturer narrative:
Occupation is patient/consumer. The meter was requested for investigation. There were no test strips available to be returned. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(4). The meter result was 4.0inr at 2:33 am. The meter result was 1.0inr at 3:02 am. The patient's warfarin dosage was lowered for 2 days based on the meter results. No additional information was provided. The patient's therapeutic range is 2.5-3.5 inr. The patient tests every 2 weeks.

Manufacturer narrative:
The reporter's meter was provided for investigation were tested using retention strips and controls. Testing results (qc range = 2.1¿ 3.3 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.